Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - resuscitated.

Event description:
It was reported that the pulse generator exhibited no output during the replacement procedure. The patient had to be resuscitated. The device was removed and replaced.